Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log confirmed that there was malfunction with the flexvision pc. During troubleshooting, the fse found that the large monitor control pc in the laboratory was not running, which resulted in the pc not starting. The fse replaced the flexvision pc and installed the software. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was outside of clinical use. No harm has been reported to philips. A philips service engineer (fse) inspected the system on site and replaced the allura has well flexvision 2 pc which returned the device to use in good working order.